Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was discovered to exhibit non sustained right ventricular oversensing due to myopotentials oversensing. Programming changes were performed to resolve the issue. Patient condition was stable.